Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited increased threshold measurements and increased pacing impedance measurements from 800 ohms to greater than 2,000 ohms. Sensing was noted to be acceptable. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.